Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, the long clip fell off from the tip of the instrument into the patient's body during clipping. The procedure was completed after the clip was immediately retrieved. There was no procedure delay and the procedure was completed with a back-up device. There were no further reports of patient harm.

Event description:
It was reported that the long clip fell off from the tip of the instrument into the patient's stomach during clipping. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's investigation. Updated fields: b1, b5, d8, h6. The device was evaluated and confirmed the tip fell off in patient. In addition, the following reportable malfunctions were identified during the device evaluation: the clip had come off the pipe and was deformed. A definitive root cause could not be identified. Upon reviewing with investigator, it is likely the clip was forced against the target tissue, this deformed the clip arms (the clip arms opened widely) and the slider was pulled to release the clip. The clip was released; however, most part of the clip arms remained outside the clip pipe as they were deformed. At the same time, a small vibration force was applied to the released clip. Since most part of the clip arms remained outside the clip pipe, the clip arms fell off on to the body cavity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.